Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the short port btt black inflation valve came out, causing the balloon to deflate. A 3-way stopcock was used to complete the procedure. The hospital did not report any patient complications. The product was discarded.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not returned, an investigation could not be performed. Based on the reported complaint, this is a case of the valve backing out of the luer fitting, causing the balloon to deflate due to a defective valve subassembly. Since the hospital did not report a lot number, no lot history review could be performed. (B) (4)